Manufacturer narrative:
Corrections in - b4: date of the report, d3: manufacturer, g1: contact office, g3, g6: type of report. Additional information in- d8-9, h4: device manufacture date, h2, h3, h6: method, results, and h10: additional narrative, h11. The spinalpak assembly was received for evaluation, but due to the nature of the complaint and the information provided within the complaint file, only the spinalpak stimulator was evaluated. A visual inspection of the customer-returned product was performed. The part received looks to be in good condition from the visual/cosmetic point of view. The spinalpak stimulator compliance data was downloaded on (B)(6) 2024. The compliance data indicates the unit treated for 0 days 1 hour and 10 minutes. Review of the DHR indicates that unit was manufactured on (B)(6) 2023. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. The measured output period was 16.42 usec (specification - output period from 15.2usec ¿ 18.5usec) ¿¿pass¿. The measured output amplitude was 6.2 vpp (specification - output amplitude from 5.4vpp ¿ 6.4vpp) ¿¿pass". All tests/inspections were completed using tektronix oscilloscope ID (B)(4) with calibration due on (B)(6) 2025; and tf1930 s/n (B)(6) with a calibration due date of (B)(6) 2025. Test/inspections were completed by the quality department on (B)(6) 2024. A review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "seizure." No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. A review of complaint history identified (B)(4) total complaints from ((B)(6) 2023) to ((B)(6) 2024) for pn (1067716, 1067717) and events related to (seizure). Keyword search criteria: (complaint code: medical: alteration in sensation) the search could not be specified further because the main complaint was seizure. The spinalpak stimulator was received for evaluation. The DHR was reviewed in the product information section. All evaluation results are included in the product evaluation section. The failure was not confirmed for the reported condition of the "experienced pain". The unit was tested and the unit stopped beeping when the dummy load was entered. A review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found that could be considered a causal factor for the reported complaint of "seizure." No failure and/or fault condition could be found and confirmed. Therefore, no further actions are required at this time. (B)(6) medical will continue to monitor for trends. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that the spinal pak caused a seizure within 15 minutes of using the device. The patient's daughter could not get the patient to react or wake him up. The patient's daughter took the electrodes off. When the twitching of the muscles diminished, the patient reacted. The patient was alert and awake. The muscles stopped twitching. The patient's daughter called the doctor's office and was instructed to call the pacemaker company. The pacemaker is made by medtronic who advised the patient's daughter that there is a contraindication for both devices to work together. The sales representative sent a fitter to apply the spinal pak for the cervical fusion. The sales representative stated that he was not aware that the patient had a pacemaker. Per the patient's daughter, the sales representative was defensive about the pacemaker. The physician's assistant claims that the sales representative was aware that the patient had a pacemaker. Medtronic told them not to use the spinal pak as it is not compatible. The surgeon told the patient not to use the spinal pak for the cervical fusion and if he was not comfortable using the thoracic/lumbar spinal pak not to use it. Both devices were returned at the surgeon's office and sales representative was present. The sales representative changed his demeanor at that time. He was no longer blaming anyone for the lack of information regarding the pacemaker. The sales representative stated that he should ask better questions sales representative spoke to the patient's daughters regarding the patient getting the ebi equipment. The fitter did not mention anything about the contradiction indicated in the manual. The fitter put on the device and then left. The seizure took place right after the fitter left. The patient was not taken to the emergency room. The patient's daughter was about to call 911. The pacemaker device clinic nurse walked the patient's daughter through what to look for. The blood pressure was normal at that time. The patient was responsive and back to being himself. The patient's daughter called the fitter. The sales representative called the patient's daughter and stated "so I heard you had a pushback from medtronic ". The patient's daughter explained that her father had a seizure. The sales representative claims that her sisters never advised him that the patient had a pacemaker. The patient returned the device at his doctor's appointment to the doctor and sales representative. The patient is fine. No additional information has been received at this time.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Event description:
It was reported that the spinal pak caused a seizure within 15 minutes of using the device. The patient's daughter could not get the patient to react or wake him up. The patient's daughter took the electrodes off. When the twitching of the muscles diminished, the patient reacted. The patient was alert and awake. The muscles stopped twitching. The patient's daughter called the doctor's office and was instructed to call the pacemaker company. The pacemaker is made by medtronic who advised the patient's daughter that there is a contraindication for both devices to work together. The sales representative sent a fitter to apply the spinal pak for the cervical fusion. The sales representative stated that he was not aware that the patient had a pacemaker. Per the patient's daughter, the sales representative was defensive about the pacemaker. The physician's assistant claims that the sales representative was aware that the patient had a pacemaker. Medtronic told them not to use the spinal pak as it is not compatible. The surgeon told the patient not to use the spinal pak for the cervical fusion and if he was not comfortable using the thoracic/lumbar spinal pak not to use it. Both devices were returned at the surgeon's office and sales representative was present. The sales representative changed his demeanor at that time. He was no longer blaming anyone for the lack of information regarding the pacemaker. The sales representative stated that he should ask better questions sales representative spoke to the patient's daughters regarding the patient getting the ebi equipment. The fitter did not mention anything about the contradiction indicated in the manual. The fitter put on the device and then left. The seizure took place right after the fitter left. The patient was not taken to the emergency room. The patient's daughter was about to call 911. The pacemaker device clinic nurse walked the patient's daughter through what to look for. The blood pressure was normal at that time. The patient was responsive and back to being himself. The patient's daughter called the fitter. The sales representative called the patient's daughter and stated "so I heard you had a pushback from medtronic ". The patient's daughter explained that her father had a seizure. The sales representative claims that her sisters never advised him that the patient had a pacemaker. The patient returned the device at his doctor's appointment to the doctor and sales representative. The patient is fine. No additional information has been received at this time.